Event description:
It was reported that stent fracture occurred. The 90% stenosed, 20x2.5mm, concentric, de novo target lesion contained >45 and <90 degree bend and was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. Following predilation, a 38 x 3.50mm taxus¿ liberté¿ long drug eluting stent was selected for use and advanced but failed to cross the lesion and the stent body was fractured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).